Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low in the evening while she was at work. The customer reported that she is unaware of the symptoms. The customer declined troubleshooting for low blood glucose. The blood glucose reading was 40 mg/dl.